Manufacturer narrative:
Additional information regarding the event was requested, and the following was determined: there were no damages or anomalies (kinks/bends) noted to the packaging or guidewire prior to use. The carrier tube of the device was flushed with heparinized saline before moving the guidewire from the tube. The catheter was flushed with heparinized saline to facilitate guidewire insertion. There were no difficulties encountered during the coils placement that could have contributed to the event and the patients' post procedure complications.

Event description:
The patient presented with an anterior communicating artery (a-com) ruptured aneurysm. The patient suffered grade ii subarachnoid hemorrhage (sah). Two coils were successfully detached into the aneurysm. Following an unsuccessful attempt to deploy the next non-boston scientific coil, the physician advanced another guidewire (subject device) into the aneurysm. The guidewire was torqued "not strong about twenty times." No resistance felt while the guidewire was being torqued. However, resistance was encountered as the guidewire was pulled back, and it was found that the guidewire's distal portion, about 3 cm length was separated. The separated section caught on the coil mass. The physician tried unsuccessfully to retrieve the separated fragment of the guidewire using a snare. The separated fragment of the device "was located from coil mass to siphon caroticum." The procedure was aborted. The next day an angiogram demonstrated the contrast medium was pouring into the aneurysm demonstrating the aneurysm was not completely occluded. A follow-up angiography seven days post procedure revealed coil compaction. The patient's awareness level deteriorated: the patient could open their eyes, but there was no locomotor activity. The physician stated that the decreased awareness level was not related to the device fragment remaining in the patient but the sah. The physician is not planning to retrieve the fragment from the patient.